Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated potassium (k) results generated by the synchron lx20 pro clinical system. Customer indicated that erroneously high k results were reported out of the lab. The specimens were re-tested on a different instrument in the customer's lab and lower results were obtained. The results were believable and amended reports were issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
After obtaining lower results from the different instrument, customer primed the ion electrode (ise) system on the lx20 pro, calibrated the ise and ran qc samples with acceptable results. The instrument continued to operate within specifications. A field service engineer (fse) was dispatched; however, customer resolved the problem before the fse called the lab. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.